Event description:
The user facility reported a 64-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. The impella rp failed delivery due to the loss steering ability of the wire/pump combination. The pump was removed and a kink was observed in the catheter. A new impella rp was prepped for implant.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the delivery issues has been completed. The product was returned and there was a visible kink in the catheter. There were no other damages found. The root cause of the delivery issue is most likely due to use as the catheter was kinked due to excessive force. In accordance with updated procedures, section d6 has been revised from the initial submission.